Event description:
It was reported that during a laparoscopic low anterior resection, scissoring occurred at a firing on the blood vessel. Also, the clips were not fed into the jaws properly several times. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: at what firing did the scissored clip fire? - no information. Was there any damage to the blood vessel due to the damaged scissored clip? - we have not heard there was any damage to the blood vessel. If yes , please explain the damage and how the blood vessel was repaired? - na. Did the clip feed sideways? - maybe. Did the clip feed slowly into the jaws? - no. Did the clips feed multiple into the jaws of the device? - no.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received in good visual condition. A bag with six malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.